Event description:
A customer reported that the equipment displayed problems in the fluid and gas exchange during the procedure. The procedure was completed with an alternate unit. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).